Event description:
A female pt who was enrolled in the cordis complex study was presented to the interventional lab in 2005 for the coiling and embolization of a giant periophthalmic aneurysm located in the right internal carotid artery. The right common femoral artery was entered with a micropuncture set and the direct tract was dilated to accomodate a 6fr. Introducer sheath. A 5fr. Headhunter 1 catheter and a curved glidewire were advanced to the level of the right internal carotid artery. Contrast was injected and rotational angiography was used to obtain digital images of the vessels in skull. The images demonstrated an approx. 13x16 mm periophthamlic aneurysm with a relatively broad neck. A neuroform stent had been previously placed across the neck of the aneurysm. After taking multiple images of the aneurysm, the physician exchanged the guidewire and the catheter for a 90cm 6fr. Envoy guide catheter and advanced it to the internal carotid artery on the same side. A prowler plus catheter microcatheter (mc) and a transcend .014 wire were then advanced through the interstices of the stent and into the aneurysm. The first coil placed was at 30cm, a 18mm framing coil. The coil was placed without difficulty. During the coiling process, 26 coils were deployed in all, 17 were noted as cordis dcs coils, the remaining 9 coils were boston scientific coils. It is not known which coils herniated out of the aneurysm. The information states the during the procedure, the mc herniated out of the aneurysm on three occasions, and needed to be re-advanced. Also, on one occasion, the coil lodged in the terminal tip of the catheter and had to be advanced out into the aneurysm with a coil pusher wire. On the final angiographic set of images, no evidence of a coil herniating down through the interstices of the stent and into the internal carotid artery.